Event description:
It was reported that the syringe plunger holder is stripped unable to move. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition with no appearance of any physical damage. During the power up process and pressing plunger lever to move plunger assembly in and out of pump, the reported problem was duplicated. Check syringe plunger sensor error was found at power up. The plunger assembly moved in and out of pump when plunger lever was pressed, but the two flippers did not opened. The root cause of the reported issue was found to be the dowel pin loose from plunger head mount. Replaced dowel pin and plunger head mount. Performed preventative maintenance and all functional testing which passed. (UDI) is unknown. No product information has been provided to date.